Manufacturer narrative:
Our evaluation found the shaft is bent, the jaw is broken off of one side, from long use and stress overload. The subcutaneous fascia closure device has been in use for approximately 8 years.

Event description:
Allegedly, the tip broke off in the patient during a procedure. They were able to retrieve all broken parts and it was reported there was no harm to the patient.